Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) and associated electrode were explanted due to pocket erosion. No additional adverse pt effects were reported.

Manufacturer narrative:
The products will not be returned. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.